Event description:
Dr. Tried to pass balloon over .014 grand slam wire. Balloon became stuck and was unable to be removed from the wire (outside of body). A third person scrubbed in, and with a lot of force balloon was removed from wire. A new balloon was obtained and passed smoothly over the wire into the body. No patient harm occurred.